Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the dilator could not pass into the peritoneal catheter. There was no further information provided.